Event description:
Account reports approx 20 incidents in which the injection site separates during the removal of a needle lock device. Rep stated some of the injection sites can be easily pulled out with just using your fingers. Reporter stated there was no pt compromise.